Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was in clinic on (B)(6) 2025 for a routine follow up. The patient endorsed unexpected low voltage advisories as well as very brief alarms that present an audible tone, but no lights or messages appeared on the screen. These alarms only seemed to appear when the patient was connected to battery power. They wore their equipment in a backpack, but these alarms would occur both in and out of the backpack. The patient was advised to clean the equipment with alcohol wipes. Upon further inspection, small tears were present on power cables. Two of the tears were deep enough in which the metal shield was visible. This patient had issues with her cats causing damage to her mpu and controller in the past, so the clinician had a high suspicion that the damage observed (B)(6) 2025 was caused by the same cats. The alarms were unable to be reproduced in clinic by bending the power cables near the tears. A system controller exchange was completed without issue given the numerous cuts and the patient¿s history. There were no other unusual events recorded in the log file event history. There was not any patient symptom associated with alarm and product exchange. The patient did not inform of any issues since the exchange.

Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: the reported event of the system controller, serial number (B)(6), having small tears present on power cables was confirmed through visual analysis; however, no alarms were reproduced or noted in the log files. Downloaded log files from the returned system controller were unremarkable. Manipulating the cable at points of damage did not produce any additional alarms. The returned system controller passed all testing without issue despite the observed damage. The outer jacket was removed, and further damage was observed down to the electrical wiring of the black power cable. The white power cable was unremarkable. It was reported that the system controller was exchanged and there were no consequences to the patient. Additional information indicates there were no further issues after the controller was exchanged, and it is suspected that the damage was due to the patient's pet. A root cause of the reported alarms could not be determined off the information provided. Heartmate 3 instructions for use (rev. B) section 7- ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5- ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including power cable disconnect and low voltage alarms. Heartmate 3 instructions for use (rev. B) section 8- ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6- ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller and its power cables. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible) that are associated with the system controller, including low battery advisory, low battery hazard, and no external power alarms, and the actions to take if the alarms cannot be resolved. A low battery advisory alarm indicates that there is less than 15 minutes of capacity remaining. A low battery hazard alarm indicates that there is less than 5 minutes of capacity remaining. The recommended response to both low battery advisory and low battery hazard alarms is to connect to a working or different power source. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history record for the system controller (serial number (B)(6) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was shipped to the customer on 06feb2024. No further information was provided. The manufacturer is closing the file on this event.